Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a hairline crack in the battery compartment, but demonstrated that the pump was operating within required specifications and delivery accuracy. The pt stated that she accidentally administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pt received emergency room treatment for hypoglycemia.